Event description:
Reportedly, on (B)(6) 2025, the lead was implanted with good parameters. A final check before leaving the operating room was performed and the dislodgement was confirmed then the lead was repositioned. The next day, dislodgement was confirmed again. The lead was explanted.

Manufacturer narrative:
Summary of the investigation: as received the fixation function was blocked due to blood coagulation within the tip from the implant attempt. After thorough cleaning to remove the blood residue, the fixation mechanism was able to be extended and retracted with a jumpy effect. The screw was found stretched and the x-ray tests confirmed that the screw was damaged. This finding could occur during the explantation procedure and not explain the reported lead dislodgement. No damage or irregularities in the inner coil. All electrical, mechanical, and dimensional measurements were within specifications. All other electrical and dimensional measurements were within specifications, and review of the associated manufacturing record revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. Since no patient files (x-ray/fluoroscopy and expert files) were provided, the reported dislodgement could not be confirmed. Based on investigation result, no issue is suspected with the lead. Lead dislodgement most probably occurred due to external factors (such as patient physiology, or physician preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that are discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes. For more details,

Event description:
Reportedly, on (B)(6) 2025, the lead was implanted with good parameters. A final check before leaving the operating room was "performed" and the dislodgement was confirmed then the lead was repositioned. The next day, dislodgement was confirmed again. The lead was explanted.